Event description:
It was reported that a vns patient was referred to surgery for having their generator at eri yes and high lead impedance. The was no report of any documented patient fall or injury preceding their high lead impedance but the patient does sometimes run with a seizure. No x-rays were taken by neurology preop. The patient had full revsion surgery and their lead fragment that was removed was discarded. The coils were left in place on the nerve to prevent any permanent lead damage. It was documented on the operative report that they had a lead break.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.